Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 33,058 joules. The device was not returned for eval.

Event description:
The user received a questionable high free t4 (free thyroxin) result for one patient sample from the cobas e601 analyzer. The original result was 31.4 pmol/l. The user sent the sample to another lab for testing on the centaur analyzer on (B)(4) 2010 and the free t4 result was 21.0 pmol/l. No adverse events were alleged regarding the discrepancy. The free t4 reagent lot number was 158155.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
One sample was provided for investigation and the result was slightly above the reference range but lower than the customer's result. No known interference could be identified in the sample. The difference between the elecsys result and the centaur result was comparable to the difference observed on method comparison between the analyzers using external quality survey samples. The centaur result was reported.